Event description:
During an in-clinic follow-up, a loss of telemetry and loss of pacing were observed on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.